Event description:
According to the received information, the patient was injected with 0.2 ml of teosyal rha 1 in the glabella on (B)(6) 2022. Following the injection, the patient only presented a small bruise. Over the next few days, the bruise became larger and was accompanied with pain. The patient only informed the injector about this worsening reaction on (B)(6) 2022, therefore as treatment the patient was prescribed : warm compresses, nitroglycerin patches (10 mg), hirudoid cream (anti inflammatory and anti oedematous cream, 3 times a day), aspirin (500mg, 3 times per day). On (B)(6) 2022, the injector was contacted by the local medical expert, who gave treatment recommendations. Therefore the same day, the injector prescribed an antibiotic cream (fucidin) and injected 450 iu of hyaluronidase in the glabella. The patient was not reviewed by the injector since that day but symptoms improved following the hyaluronidase injection. A second medical expert was contacted to give a diagnosis of the reaction and confirmed a vascular complication. However, the injector can not affirmate whether it was an intravascular injection or vascular compression. No additional information was received at the time of this report.